Event description:
An endostitch device was opened to the sterile field and the grasper end that is used on the patient was bent at a 90 degree angle. The device was removed from the field and replaced. The device never reached the patient and the procedure was completed as planned without further issue. An image of the defective device can be found under attachments. A return kit will be issued and the device will be returned for failure analysis.